Event description:
Patient reported hyperglycemia while wearing the pod on the arm and stated the event was related to a pod recall. Duration of wear prior to the event was reported as approximately 4 to 24 hours. An exact event date was not available, as the patient did not recall the date and indicated that discharge documentation had been submitted to insurance and was not retained. (B)(6), 2026, was selected as an approximate date per patient estimate. A meal bolus of approximately 20 units was administered. Approximately 20 minutes later, glucose was reported at approximately 290 mg/dl. An additional correction bolus was administered; however, glucose levels continued to increase, reaching a reported peak of approximately 375 mg/dl. Insulin delivery was stated to appear to occur, but glucose levels did not decrease. Medical attention was sought the same day, with transport to the emergency room by a spouse while the pod remained in place. No symptoms were reported. The pod was removed at the hospital. The patient indicated being informed of high blood glucose; a specific diagnosis was not reported. Treatment included intravenous fluids and insulin administered via subcutaneous injection. The patient was discharged the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. The correlation to action #98586 could not conclusively be determined because the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results including a determination of correlation to action #98586. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone16.2 cgm sensor type: dexcom g7